Event description:
It was reported that during an unspecified da-vinci assisted surgical procedure, an incomplete staple line was observed when three sureform 45 blue reloads were fired with sureform 45 stapler instrument. After each stapler reload was fired, only one side of the staple line had staples, leaving the intestinal lumen open. The instrument was inspected prior to use and showed no abnormalities. The stapler fires involved with the reported event were the first, second, and third. At the time the stapling issues occurred, the surgeon was working on the intestines and "settling the rectum." There was no tissue tension or tissue bunching. The stapler instrument fired without problems or interruptions. No error messages were generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The surgeon did not experience any clamping issues prior to firing the stapler reload. No bleeding was observed on the staple line due to the stapler issue. The procedure was completed by suturing the seam or staple line by hand. The issue caused a delay of less than 15 minutes. No fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler logs was attempted. However, a search of the logs did not return any results aligned with the product information and event date provided. Note: refer to medwatch reports (MDR) with MFR. Report # 2955842-2026-25208 and MFR. Report #2955842-2026-25209 for MDR submission of the event against the other sureform 45 blue reloads used in this procedure. .